Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from an engineering evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. 3mensio was provided and following was observed: calcification may be present at leaflet tips, but it was unable to further evaluate due to lack of full view of CT including diastolic frames in the provided 3mensio. Device-related imagery was provided and following was observed: balloon burst radially and longitudinally with inflation balloon separated and balloon spring stretched. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. This case involved a thv-in-surgical valve replacement, where a sapien 3 ultra resilia valve was implanted in the pulmonic position via transfemoral approach with the edwards commander delivery system and a non-edwards sheath. S3ur is indicated for use with edwards sheath and indicated for aortic/mitral position per IFU. Therefore, this case was an off-label operation. The commander with s3/ s3u/ s3ur IFU was reviewed. The device description details 'note: exact volume required to deploy the thv may vary depending on the prosthesis inner diameter. Factors such as calcification and pannus tissue growth may not be accurately visualized in imaging and may reduce the effective inner diameter of the failing prosthesis to a size smaller than the 'true ID'. These factors should be considered and assessed in order to determine the most appropriate thv size to achieve nominal thv deployment and sufficient anchoring. Do not exceed the rated burst pressure (7 atm). It shows the nominal inflation volume for size 26mm commander delivery system is 23ml'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints for balloon burst, system components separate during use ' balloon and difficulty or inability to withdraw system through non-edwards sheath were confirmed based on provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'the valve was prepared with an additional +3cc of volume. During deployment, the commander balloon burst near the end of deployment (~1-2ccs left). As the 26mm delivery system was retrieved into the 26 gore dryseal, resistance was encountered, and it was noted that a section of the balloon was missing. The piece of balloon was located in the end of the sheath and retrieved using a second wire and a 10mm balloon. The 10mm balloon was used to secure the balloon in place inside the tip of the sheath; the sheath and balloon were removed together. Additional follow-up: the perceived root cause is extensive calcification on the pre-existing valve.' Device-related imagery showed the balloon was burst radially and longitudinally. Although the provided 3mensio report does not clearly show the presence of calcification due to the incomplete CT view, it was reported that there is extensive calcification on the pre-existing valve. Additionally, it was also noted that extra volume (+3cc) was added to the balloon prior to deployment. It is well-known that calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, using extra inflation volume (over-inflation) can expose the balloon to higher pressures, thereby increasing the risk of it bursting. As such, available information suggests that patient factors (calcification on the pre-existing surgical valve) and/or procedural factors (over-inflation) likely contributed to the complaint event. The device-related imagery review also revealed the inflation balloon separation and balloon spring stretched. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Additional pull force or device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. As such, available information suggests that procedural factors (withdrawal of burst balloon) may have contributed to the difficulty in withdrawal, while (device manipulation) may have led to the balloon's separation. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist during implant of a 26 mm sapien 3 ultra resilia valve in the pulmonic position within a failed surgical valve (magna ease), the valve was prepared with an additional +3cc of volume. During deployment, the commander balloon burst near the end of deployment (~1-2ccs left). As the 26mm delivery system was retrieved into the 26 gore dryseal, resistance was encountered, and it was noted that a section of the balloon was missing. The piece of balloon was located in the end of the sheath and retrieved using a second wire and a 10mm balloon. The 10mm balloon was used to secure the balloon in place inside the tip of the sheath; the sheath and balloon were removed together. The valve was post dilated with a 26mm true balloon. No damages were noted to any other edwards devices and no injury to the patient was noted. The perceived root cause is extensive calcification on the pre-existing valve.

Manufacturer narrative:
The investigation is ongoing.